Event description:
It was reported that balloon rupture occurred. The 73% stenosed target lesion with a significant bend of <90 degrees was located in the moderately tortuous and moderately calcified proximal to middle left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.